Manufacturer narrative:
No ge service was performed. The failure was cleared by the customer. Further repair info is unavailable. The system operates as intended.

Event description:
The customer reported that the 8800 system displayed an error message and failed to produce an x-ray. No pt injury was reported.